Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had system failure: "reference voltage a2d bgnd test + body and cable ties broken power". There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
H2) device evaluation: d3: manufacturing plant address, city, and zip code updated. H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.